Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-70 serial #: (B)(4) description: linear 3-4 lead, 70cm model#: sc-4318 lot #: 18388881 description: clik x anchor the explanted devices were not returned to bsn as these were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing infection at the ipg and lead sites. It was believed that infection was not device or procedure related and was likely due to cellulitis issue that was already present. The patient was treated with antibiotics and underwent an explant procedure.